Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The t:slim system is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating). If your t:slim system has been submerged, check your pump for any signs of fluid entry. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. Multiple pump supply changes were made and the occlusion alarm reoccurred. Tandem technical support assisted the contact with loading new supplies. Insulin delivery was resumed. The customer's blood glucose (bg) level was 356 mg/dl and a correction bolus was delivered to address the bg level. The contact stated that the pump inadvertently loaded into the washing machine with some clothes. The pump was pulled out "right away". The pump was confirmed to be functioning; however, the alarm sound was now very muted and could barely be heard. Contact was concerned that the alarm would not be heard. The customer had insulin injections if needed to manage diabetes.